Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, the device had 3.5 years of battery life remaining. This device remains in service. No adverse patient effects were reported.